Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap, (lot #p3g0235) 030454, 030454 endo gia r/or 45 2.5mm, (lot #t2j070x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video thoracoscopic lobectomy, the stapler sutured on the first reload, but did not staple during the next reload. The user replaced the reload; the same thing happened. A stapler and reload from another company were used, and the operation was successfully completed. There was no patient injury.